Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened button dome switch. Pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 47 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated they could not clear a no delivery alarm because the buttons did not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.